Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hospitalization following a pacemaker implantation, the patient experienced a pneumothorax and subcutaneous emphysema. The patient had a medical history of aortic valve stenosis, nyha functional class iii, dyslipidemia, hypertension, previous acute myocardial infarction, coronary artery disease, renal failure (not on dialysis), peripheral arteriopathy, and previous transient ischemic attack. An av block I and left bundle branch block were detected during hospitalization. The investigator assessed the complications as probably related to the procedure and not related to the device. The patient was discharged home on (B)(6) 2024.